Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was giving an error on the rfu (ready for use) indicator. There was no negative patient impact.